Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and got hospitalized due to diabetic ketoacidosis (dka) and eventually shifted to intensive care unit (ICU) on (B)(6) 2025. Blood glucose level at the time of event was displayed high and patient got treated with intravenous fluids. Patient was also found positive for ketones. No further information available.